Event description:
The reporter called and alleged a discrepant result when compared to the lab for two pts. The reported device result/lab inr was >8.0/4.4 on pt 1 and 1.7/3.7 on pt 2. The first pt was given vitamin k and the second pt was not treated. The device was replaced and requested to be returned for eval.

Manufacturer narrative:
Pt 2 info provided: mitral valve replacement. Meds: alopurino, digoxin, jantovin